Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5091645 that a female patient underwent a breast surgery with two unspecified gel breast prostheses and suffered several unexplained systemic symptoms, including anxiety, racing heart, fog brain, gallbladder issues, neck pain, and panic attacks. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear . At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.

Manufacturer narrative:
On 1/25/2020, mentor received additional information regarding the patient's demographics, the symptoms, the procedure type, the suspected medical devices, and the date of explantation. A 33-year-old caucasian female patient underwent a primary breast augmentation with two 325cc mentor smooth round moderate profile prostheses and suffered several unexplained systemic symptoms, including anxiety(2007), fatigue (2010), joint pain (2014), brain fog (2013), temperature intolerance (2013), difficulty swallowing (2015), ibs (2007), swollen lymph nodes (2015), weight gain (2019), decreased libido (2014), headaches (2007), visual disturbances (2018), gallbladder issues/removal (2018), and panic attacks (2007). No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6)2020. The patient stated that after explantation her symptoms were all gone. The relevant fields have been updated. On 2/6/2020, the mentor failure analysis lab has received the device for evaluation. On (B)(6)2020, the investigation on the suspected medical device was completed. Investigation summary : during visual inspection of the device, no apparent damage was observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).